Manufacturer narrative:
Other for stent prolapse. Additional information was received from the physician. There was no resistance encountered prior to the reported event. The physician stated he was able to access the lesion easily. The physician believes that "the wide neck and lack of a distal wire caused the catheter to lack the support required to bridge the wide neck. Consequently, the lack of support caused the microcatheter to spontaneously move into the proximal segment of the aneurysm which forced the stent to prolapse proximally."

Event description:
The physician was able to advance the stent through the microcatheter to the neck of the cavernous carotid/ophthalmic aneurysm in tortuous anatomy. Approximately two thirds of the stent had been deployed, the microcatheter distal tip "kicked" into the proximal part of the aneurysm. The physician had to finish deploying the remaining portion of the stent. Due to the microcatheter movement, the proximal portion prolapsed into the aneurysm. The procedure was stopped. The patient was reported to be stable and the stent is occluding the distal portion of the aneurysm.